Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he noticed that in brown eyed patients, especially those with inflammation and/or while using the laser, were having pigments deposits on the anterior surface of the iol. The surgeon also reported the iris was fibrosing to the iol. The surgeon was unwilling to complete the follow up questionnaire.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested on 10/02/2009, 10/07/2009, 10/13/2009, and 10/23/2009 by phone, fax, and mail. The surgeon was unwilling to complete the follow up questionnaire. This report was mailed to FDA on: 10/30/2009.